Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing. The lead was initially reprogrammed to de crease sensitivity and sensing assurance was turned off. Subsequently, the lead showed tip electrode/insulation damage which occurred during explant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.